Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to faulty cable. E311 error occurred because white balance could not be adjusted due to image turned black. As to the cause of the faulty cable, it is likely that the cable deteriorated because water entered from the scratches on the cable sheath. Regarding the water leak from the cable, the instruction manual identifies verbiage that can help prevent the phenomenon: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not producing an image and instead was displaying an e311 communication error due to corrosion. A physical examination of the device revealed video cable damaged and traces of water invasion ¿ the cause of the corrosion. Additionally, the cover was found loose. Several components will require replacement prior to the subject device being fully operational again. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd autoclavable camera head was not producing an image during use. The customer confirmed that this event had no patient contact. Reportedly, the staff noticed this issue prior to starting procedures for the day and set the device aside, as it was unusable.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.